Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had it on too much and they were getting the same pain again, as in the original report. They wanted to check with the patient programmer. Stimulation was on and they though it had been off "all of this time". The patient was assisted with turning stimulation off.

Event description:
The patient reported stimulation that was painful, uncomfortable, and in the wrong location. She mentioned electricity shooting through her vagina and down her leg causing pain. It had occurred for the past three days as of (B)(6) 2016. After stimulation was decreased from 0.05 to 0.00 volts, she still could feel the sensation. Turning the stimulation off did not stop the sensation either. The patient later reported on (B)(6) 2016 that her stimulation was really bothering her and it was causing her pain. Her healthcare provider (hcp) had turned her implant on last friday and it felt fine over the weekend up until that morning. She was on program 4 at 0.0 volts with stimulation turned on. She was assisted in changing to program 1 at 0.0 volts, where it was comfortable and she left it there. The patient then spoke with her hcp the same day and was told to turn stimulation off for a few days. On (B)(6) 2016 she was instructed by the hcp to turn it back on. She was assisted in doing so and felt stimulation comfortably at 0.0 volts. She noted that her body did not like it if it was higher. When it was on at this setting it worked perfectly and was unbelievable. The patient further reported on (B)(6) 2016 that sometimes the stimulation bothered her. Her body seemed to like it for two days and then after the third day, it did not want it. Due to this, she had to turn the stimulation off and then back on again. Her hcp was aware of this issue and told her to turn it off if she felt it was uncomfortable. She noted that her symptoms were good; urinating and defecating. On (B)(6) 2016 the patient reported that she had to turn off the implant every once in a while for a few days because if she had it on too long it bothered her. She needed assistance to turn the implant off that day and the following day. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the previously mentioned issues and they requested assistance with turning the device off. When assisting the patient with turning the device off, it was found that the ins was already turned off. Steps to turn the ins back on were reviewed. On (B)(6) 2016, the patient again requested assistance with turning the device off as she turns stimulation off when her body says that is enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.